Event description:
Per attorney's report: in 2002, pt had hernia repair during in which two composix kugel mesh patches are inserted in his abdominal field. These were sutured into place. The pt tolerated the procedure well. In the weeks following surgery, the pt suffered from abdominal pain and fever. He was placed on ciprofloxacin to combat infection. When his symptoms did not improve, the pt was sent for a CT scan. The scan showed air contrast level and mesh consistent with fistula. On approx two months later, pt was oozing a brownish green discharge from his wound. He was admitted to general surgery. Apicc line was placed and the wound was drained. On four days later, pt was taken to the or to have the cutaneous fistula repaired. Twenty cm of his bowel needed to be resected and multiple adhesions to the mesh were lysed. On the next day, pt developed substantial chest pain. One days later, pt went into severe respiratory arrest. He eviscerated through the ventral hernia and returned to surgery for repair of the wound. Pt went into cardiac v-fib and subsequently died.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or requested for additional info has not been responded to. No conclusion can be drawn at this time. Additional info included pt info, copies of medical info/records and death certificate/autopsy report has been requested. A DHR review has not been performed, since no product code or lot number info has been provided. We will submit a follow up, report when/if product is returned for evaluation or additional info becomes available.